Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What do you mean by "package was contaminated? " was there any hole, tear, or puncture, open or incomplete seal noticed with package? Or was there any foreign material presence on package? Was the primary or secondary package contaminated? Was the sterility of the product /device compromised in any way?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, it was noted that the package was contaminated. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: (B)(4). Additional summary: three opened samples and eight unopened samples of product code w9552, lot # mgz614 were received for evaluation. During the visual inspection of three opened samples no contamination, foreign matter or defects could be observed, the swage and attachment area of the needles were noted to be as expected and the strands were dispensed without problems. During the visual inspection of eight unopened samples, no contamination, foreign matter or defects were noted on the foil packets. The samples were opened to perform visual inspection and the samples were conforming the ethicon requirements. According to visual inspection of the samples, no packaging integrity or contamination was noted.